Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. No damage in the keypad assembly noted. However, found unlocked keypad connector during visual inspection. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked end cap, missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had intermittently responsive buttons. The customer's blood glucose was 95 mg/dl. The discontinuation of the device was advised. Nothing further was reported.